Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter did not specify which alarms were occurring. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/08/2014 with the following findings: a review of the black box did not show cs064 alarms on (B)(4) 2014. There was moisture corrosion visible on the display screen. The pump powered on with an unresponsive keypad, preventing additional investigation of the alleged alarm issue. The keypad cover was removed, and no defects were found with the button contacts. The pump cover was removed, and there was evidence of moisture corrosion observed inside the pump on the pcb, display screen, the cgm module, and the motor flex.